Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr) with tethered leaflets for a mitraclip procedure. One clip was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second clip was deployed medial to the first clip to stabilize it. The final mr grade was 2-3+. There was no clinically significant delay, but the patient remains hospitalized.